Manufacturer narrative:
.

Event description:
Medtronic (covidien) received information that the physician reported the proximal end of the pipeline device did not open during a flow diversion treatment of a vertebral artery aneurysm. The anatomy was very tortuous and a triaxial access was used to provide support. The pipeline was delivered to the landing zone and about 80%-90% of the pipeline was deployed successfully when the physician noticed that the proximal end would not open. It was not possible to trap the partially deployed device between the microcatheter tip and the capture coil to pull it out. The physician tried to open the device using catheter unsuccessfully. Subsequently, the physician tried to retrieve the device using a snare and 2 alligator devices but the pipeline could not be retrieved. The procedure was ended and the patient was scheduled for another procedure to retrieve the pipeline. The patient condition post procedure was stable. One day post procedure, the patient underwent another procedure to retrieve the pipeline. However the physician was unable to retrieve the pipeline and the patient received heparin throughout the procedure. Two days after the initial pipeline procedure the patient was reported to experience parenchymal bleed in the cerebellum. The patient passed away from the bleeding a few hours later. An autopsy will be performed to determine the cause of death.

Manufacturer narrative:
Off label use: pipeline embolization device was used for treatment of a vertebral artery aneurysm. Per pipeline instruction for use the pipeline embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined.